Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated, the manufacturer representative spoke with the patient on 2013 (B)(6) and the patient stated the recharging issues were resolved and had no problems recharging either of his inss. It was also stated, the charge was holding for "almost as long as it did before he went into overdischarge." Reportedly, the patient was very happy.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007,product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 399945, lot# v024135, implanted: (B)(6) 2007, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986a60, lot# n124772 , implanted: (B)(6) 2009, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986a60, lot# n117410, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Upon further review, it was reported that both stimulators would not turn on. It was noted that the patient saw a prav message displayed.

Manufacturer narrative:
(B)(4).

Event description:
The patient has two inss and uses a life alert system that he wears around his neck. The life alert"box" was struck by lightning and a blue flame came out of it while he was about five feet away. A few weeks ago his stimulation went dead and this coincided with loss of stimulation. At that time his devices were about 50% full. He was unable to recharge or communicate with the inss. An antenna locate feature was going to be performed and then a physician mode recharge (pmr). The normal recharge screen displayed after starting the pmr and clearing the power on reset (por). Normal recharging with 8 bars was started. It was later clarified that there were telemetry issues and an overdischarge occurred. He last charged his devices until they were half full about one week before the lifeline "box" event. His lifeline "box" had caught on fire and he was not charging at that time. He normally charges on a weekly basis but this time has been the longest he has gone without charging. A por displayed 5minutes into a pmr of using the company representative's recharger. The ins was charged 55 minutes before it reached the half mark. The por was cleared and the 8840 displayed the error code "0x8." The company representative's recharger was given to the patient to use. The patient was going to fully recharge both of the inss. It was confirmed that the patient was able to continue to obtain a full charge on both of the inss but was only able to utilize the therapy for an hour. The battery then becomes almost depleted. He was encouraged to continue to recharge and was going to be seen by the company representative the first week of may.